Manufacturer narrative:
The insulin pump was received with broken off end cap and was unable to verify for prime fill anomaly or perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to broken off end cap. However, the insulin pump passed self-test, a21 test and all operating currents were within the specification. No unexpected low battery or off no power alarm noted. No unexpected flashing screen anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the end cap came off during rewind. The customer's blood glucose was 569 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.